Event description:
Patient was not strapped to the table and fell off of the table after the procedure was completed. After falling, the patient suffered from a bump on the head. It was also noted that one of the workers did not know about the strap and it was stated the surgeon knew about the strap, did not like the strap.